Manufacturer narrative:
(B)(4). The customer returned provided one image showing a 4-lumen cvc. Visual analysis did not reveal any defects or anomalies. Signs of use were observed. The customer also returned one 4-lumen cvc for analysis. Signs of use were observed inside the catheter body. After failing functional testing, a hole was observed on the catheter body. The hole corresponds to the medial 1 extension line (gray hub). Microscopic examination confirmed the damage and revealed that the edges of the hole are smooth and uniform which is indicative of damage due to contact with sharps. The hole on the catheter body measured 1-4mm from the juncture hub. A full dimensional analysis could not be performed as the material# was not reported by the customer. A lab inventory syringe filled with water was attached to all four extension lines. When flushing the medial 1 line (gray hub), water was observed leaking from the hole on the catheter body. No leaks were noted when flushing the other three extension lines. The actual IFU is not known as the material # was not reported; however, an IFU from a similar kit informs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". It also informs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The report of a cut catheter body was confirmed through analysis of the returned sample. Visual and functional analysis confirmed a cut on the catheter body adjacent to the juncture hub. During functional analysis, fluid leaked from this cut when flushing the medial 1 extension line (gray hub). The appearance of the cut is consistent with damage resulting from contact with a sharp instrument during use (i.e. Scissors , scalpel, etc.). Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that a central line was inserted into the right internal jugular and was leaking from the entry site when flushed. As a result, the line had to be removed, and a new line was placed in another location. It was further reported that there was a split in the line; however, this defect could not be located upon visual examination. Additional information received indicates there was no injury or harm to the patient.

Event description:
It was reported that a central line was inserted into the right internal jugular and was leaking from the entry site when flushed. As a result, the line had to be removed, and a new line was placed in another location. It was further reported that there was a split in the line; however, this defect could not be located upon visual examination.

Manufacturer narrative:
(B)(4). The UDI number is not available as complainant did not report the product catalog number.